Manufacturer narrative:
Date of report: 26aug2021.

Event description:
The customer reported a low minute ventilation alarm, and the patient leak indicator was 3 dash lines. The ventilator was on a patient at the time of the issue. No harm was reported. The remote service engineer (rse) spoke with the customer who advised they did not duplicate the dashes on the patient leak when test adapter was on the unit and running in normal vent mode, however they got a low min vent alarm. Customer advised no significant errors in the logs. The rse advised the customer to run a full performance verification test (pvt) to help diagnose any issues with the unit. Customer advised they do not have all test equipment to perform pvt and request onsite. The field service engineer (fse) tried to verify the customer complaint. The fse can reproduce reported condition by pinching off the proximal line. The fse ran through testing without any failure. As the ventilator passed all testing it was determined ready for use.